Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed no delivery during manual prime. However, customer stated that the issue is with the reservoir. Customer's blood glucose reading was 124 mg/dl. Customer reported that the no delivery alarm was resolved by a reservoir change. Product is being returned and replaced.